Event description:
It was reported that the pointer is broken. The device's tip breaking off during a procedure could cause an infection to the patient. There was no patient impact, medical intervention, or procedural delays.

Manufacturer narrative:
It was determined after receiving further clarification from the investigation that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that the pointer is broken. The device's tip breaking off during a procedure could cause an infection to the patient. There was no patient impact, medical intervention, or procedural delays.